Event description:
It was reported that a surgical intervention was performed due to unstable knee.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical investigation concluded that no clinical relevant information has been provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints. Should additional information be received, the complaint will be reopened. We consider this investigation closed.